Event description:
It was reported by service report that the load system drops the cot when unloading the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.